Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. A) the result was reported out of the lab. B) the specimen was re-tested and lower results were generated. A fresh sample collected from the patient on the next day gave an accutni result in a normal reference range.the patient was sent to the catheterization lab for a heart catheter procedure. The result of that procedure was negative.

Manufacturer narrative:
The customer collects accutni samples in lithium heparin plasma tubes with a gel separator. The samples are centrifuged at 3,500 rpm for ten minutes. The original and all repeat testing was performed through the cta.qc and system check were within specifications.a field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing with acceptable results. B) the fse ran a carryover test on the cta which failed. The fse replaced the wash station cup and motor on the cta. C) the fse repeated the carryover test and performed cardiac qc; results were within specifications.although hardware issues were addressed, a definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.